Event description:
It was reported that the pt has been experiencing a great deal of pain since the surgery. Pt is reporting instability in walking and has difficulty walking any distance. He also is hearing a clicking noise in his hip.

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided in a supplemental report.